Event description:
It was reported that the arctic sun device was not filling. Per follow up information received via email on 20dec2022, the device was sent to crs medical for repair and it was not evaluated yet. There was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the device was not filling properly. Circulation pump has been found to build no pressure as it has been too weak to work properly. Circulation pump was exchanged during the pm. The device underwent pm servicing while in for repair. Mixing pump, heater, both drain ports were replaced. . After replacement device passed all final test procedures. Quick check, calibration, mtk/stk was performed. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not filling. Per follow up information received via email on 20dec2022, the device was sent to crs medical for repair and it was not evaluated yet. There was no patient involvement.